Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise which could be reproduced in the clinic. The patient's implant- able cardioverter defibrillator (ICD) was reprogrammed to detect ventricular activity only.